Event description:
It was reported that the intermediate stop for the table down motion on a definium 8000 system can become damaged during operation, which would allow the gap between the foot pedal assembly and the moveable table cover to measure beyond the 50-mm minimum iec clearance requirement as the table descends. There was no injury reported. The concern is for a serious injury if the operator's foot were to become trapped between the table cover and the floor.

Manufacturer narrative:
The intermittent limit switch was designed to stop the table outer cover from creating a gap less than 50 mm with the floor. The switch would require a second activation command from the operator in order for the outer cover to lower to the table's minimum height. A damaged limit switch would allow the table's cover to be driven to a gap less than 50 mm without a secondary operator command.